Event description:
A nurse reported a pt experienced a corneal thermal burn during an intraocular lens (iol) implant procedure. The injury occurred while using this product during the early sculpting. The surgeon reported the phaco tip became clogged and did not clear after repeated increases in the vacuum settings. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 04/02/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).